Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had uncovering of the implant at tooth location #29. The patient returned least four (4) times with issues including pain, inflammation and erythema around the healing abutment. The implant site was re-uncovered and granulation tissue was noted around the crestal aspect of the implant; therefore, the implant was removed. Bone loss was also reported. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. There was bone debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost non-existent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Therefore, based on the available information, device malfunction did not occur. The implant's drive feature was damaged during removal, however, no other damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.